Event description:
The patient reportedly had pain, soreness, and heat at the implant site post magnet removal and replacement surgery. The patient had a mild infection at the incision site. The patient experienced discharge at the wound. The patient was prescribed oral antibiotics (type unknown) for 10 days. On (B)(6), 2014, the patient was prescribed flucloxacillin for 7 days. The infection has resolved.